Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), cystitis ("bladder infection"), fatigue ("fatigue") and vaginal haemorrhage ("vaginal bleding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, cystitis, fatigue, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Event vaginal bleeding was added. Case became incident as ablation added as surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), cystitis ("bladder infection"), fatigue ("fatigue") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation on (B)(6) 2013, total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal discharge, vaginal haemorrhage, intermenstrual bleeding, iron deficiency anaemia, cystitis, fatigue, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion detail: the essure device was threaded through the hysteroscope. The device was placed in the right ostia and deployed. Three coils were noticed outside the ostia. The same procedure was repeated in the left tube with 3 coils noted after deployment. The patient tolerated the procedure well. Discrepancy noted in date of insertion: 2009, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), cystitis ("bladder infection"), fatigue ("fatigue") and vaginal haemorrhage ("vaginal bleding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation on (B)(6) 2013, total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, cystitis, fatigue, weight increased, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion detail: the essure device was threaded through the hysteroscope. The device was placed in the right ostia and deployed. Three coils were noticed outside the ostia. The same procedure was repeated in the left tube with three coils noted after deployment ail instruments were then removed from the vagina. There was good hemostasis at the tenaculum site with the application of monsel solution. The patient tolerated the procedure well. Discrepancy noted in date of insertion: 2009, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received-new reporter, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), cystitis ("bladder infection"), fatigue ("fatigue") and vaginal haemorrhage ("vaginal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation on (B)(6) 2013 and ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, cystitis, fatigue, weight increased, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion detail: the essure device was threaded through the hysteroscope. The device was placed in the right ostia and deployed. Three coils were noticed outside the ostia. The same procedure was repeated in the left tube with three coils noted after deployment ail instruments were then removed from the vagina. There was good hemostasis at the tenaculum site with the application of monsel solution. The patient tolerated the procedure well. Discrepancy noted in date of insertion: (B)(6) 2009, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: plaintiff fact sheet and medical record received. Events" genital bleeding and vaginal discharge" were added. This case is updated as medically confirmed. Patient's demographics, essure insertion date was updated. Reporters were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.